Event description:
It was reported that the user experienced hyperglycemia with a blood glucose level of 350 mg/dl after changing supplies, with the infusion set adhesive folding onto itself causing a partial attachment and a leaking cartridge. Investigation included a review of user technique and handling, based on the reported leak and compromised adhesive attachment. Investigation of this case revealed improper adhesive application leading to inadequate site adhesion and a damaged or compromised cartridge consistent with leakage. No clinical symptoms associated with elevated blood glucose reported. Outcomes included the need for troubleshooting and replacement supplies. It was concluded that user handling contributed to the cartridge leak and infusion site adhesion failure, which likely led to under delivery and resultant hyperglycemia. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.